Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital with a doctor and family member present at the time of passing. Review of the patient's download data revealed that prior to passing, at 12:25:51 the patient's rhythm was asystole with intermittent cardiac activity. At 12:27:25, the lifevest detected asystole. The patient's ECG shows that the patient was in asystole with intermittent cardiac activity. At 12:29:25, the lifevest detected asystole. The patient's ECG shows that the patient was in asystole with intermittent cardiac activity. The patient's rhythm then transitioned to an idioventricular rhythm at 80 bpm, degrading to vf with varying amplitudes. Review clinical of the patient's continuous ECG recordings, from approximately 12:29:25 to 12:34:00, the patient's rhythm was vf with varying amplitudes. Varying amplitudes prevented the lifevest from treating the patient during this time. At 12:34:02, the patient received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with varying amplitudes. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 12:47:26, the patient's rhythm was asystole with CPR and motion artifact. The patient remained in asystole with CPR and motion artifact until the electrode belt was disconnected at 12:48:21. There is no indication that a device malfunction caused or contributed to the patient's passing. Varying amplitudes of vf prevented the lifevest from detecting the arrhythmia and deliver a treatment.